Event description:
(B)(6) clinical study. It was reported that post coronary stenting treatment procedure, myocardial infarction and obstruction of a septal branch occurred. In (B)(6) 2013, the subject presented with silent ischemia and the subject was referred for elective cardiac catheterization. Target lesion #1 was located in the prox lad with 90% stenosis and was 16 mm long with a reference vessel diameter of 3.0 mm. Target lesion #1 was treated with pre-dilatation and placement of 3.0 x 20 mm study stent. With 0% residual stenosis. Post deployment of study stent in prox lad obstruction of a septal branch was noted. Patient was transferred to cardiovascular intensive care ward for monitoring. The following day, subject developed myocardial infarction. Cardiac enzymes were noted to be elevated consistent with universal definition of mi (peak troponin-t: 69.7 ng/ml, uln: 14 ng/ml). No action was taken in response to the event. The subject was discharged on dual antiplatelet therapy on the same day.

Manufacturer narrative:
Describe event or problem: updated. (B)(4).

Event description:
This event is a duplicate of MDR#2134265-2013-05882.

Manufacturer narrative:
Device is a combination product. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).